Manufacturer narrative:
Product analysis: visual review confirms cable breakage, with approximately ~80 mm of cable missing from the integral crimp assembly. Microscopic examination of the cable identifies bend in the cable with surface strand damage both above and below the breakage. Microscopic examination of multiple individual cable strand fracture surfaces reveal fairly flat fracture surfaces, with a surface angulation consistent with shear overload. Additionally, several other strands appear to show necking, consistent with tensile overload. This suggests initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure. Conclusion: the above observations suggest initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure.

Manufacturer narrative:
(B)(6). (B)(4). The product has not been returned yet. Hence , no conclusions can be drawn as yet.

Event description:
It was reported that , intra-op, the cable broke at cable integral crimp interface. Reportedly, the cable was tensioned to approx. 15-20 lbs. At time of breakage, the product came in contact with the patient. No fragment of the broken cable remained inside the patient. No patient symptoms or complications were reported as a result of this event.